Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from laparoscopic total gastrectomy, the patient had anastomotic leakage. The product did not fail at the time of surgery. The patient was re-operated. Anastomosis was sutured manually. Patient hospitalization was also extended as a result of the event. The patient expired.